Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator system for spinal pain and non-malignant pain. It was reported that the device had not been used since (B)(6) 2015. During a reprogramming attempt, the manufacturer representative was unable to capture left lower extremity. Stimulation was only in the back. An x-ray was taken and it showed the leads had migrated out of the epidural space. The manufacturer representative stated that the patient will need the system revised, but they were unsure if the patient was going to revise the system at this point. It was unknown if a revision surgery was planned. Additional information has been requested regarding if the lead revision had been scheduled or performed and clarification on why the device had not been used since (B)(6) 2015, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was going to be undergoing a lead revision, but it hadn't been scheduled yet.